Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however blood was noted on all conductors (not obstructed); the full lead was returned and analyzed.

Event description:
It was reported that during an implant, the left ventricular lead was not stable within the patient's anatomy. The lead was not used. Another lead was implanted. No patient complications have been reported as a result of this event.